Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, although "increased tension and stiffness" was encountered "near completion" of thumb advancer deployment, step 3 was completed. After clip deployment , bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed to be deployed on the distal end of the device. There were no reported adverse pt effects. Though requested, no additional information was provided.

Event description:
It is reported that the pt was revised for wear and loosening.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was received fully clip deployed. The thumb advancer was locked in the step #3 completion window and had not been retracted. The locator wings were found to be bent, which can interfere with their automatic collapse so as not to interfere with the clip deployment, as designed. The most probable cause for the bent locator wings is due to tissue compressed between the distal end of the tubeset and behind the open locator wings creating distal forces during thumb advancer deployment bending the locator wings. Additionally, bent locator wings can create difficulty removing the device; however, this experience was not reported. The exchange sheath was torn and stretched beyond the distal end of the tubeset during thumb advancer deployment as evidenced by the clip being captured by the exchange sheath during deployment. However, the exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, an elongated exchange sheath can cause interference with clip deployment. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. It was reported that although resistance was encountered deployment was continued. This is not consistent with the instructions for use (IFU). The IFU states under closure procedure do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer manually collapse the locator wings and remove the device following the steps below. This was not followed in this case as evidenced by the thumb advancer remaining in the in the step #3 completion window. Based on the investigation findings, the root cause for the reported event is related to the operational context during the use of the device. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.